Event description:
The operator of an advia centaur xp instrument observed smoke being emitted from the instrument. The operator powered off and unplugged the instrument. There are no known reports of injuries or adverse health consequences due to smoke being emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the power supply had failed. The cse replaced the power supply, then ran quality controls to verify that the instrument was operational. The cause of smoke being emitted from the instrument was a malfunction of the power supply. This instrument is performing according to specifications. No further evaluation of this device is required.